Event description:
Venous junction of catheter cracked. Leakage from venous connection of the perm cath. Venous tubing from dialyzer changed as blood appeared to be coming from the tubing. When venous connection opened, crack noted down side of venous connector.